Event description:
A surgeon reports performing a lens exchange due to the patient's complaint of a dark shadow blocking her temporal field of vision. The dark shadow began the first postoperative day and continued until the lens exchange. A silicone lens model was used as replacement and the patient's symptoms resolved following the lens exchange.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Solution was dried on the lens. No damage was observed. Lens dimensions were acceptable using an approved template and the focal length reading confirmed lens to be as labeled. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.